Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a polarity switch on the right atrial lead and the patient was experiencing pocket stimulation with unipolar pacing. The unipolar impedance was higher than bipolar impedance. It was also reported that the lead had an insulation breach and noise. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.